Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. Customer applied more force to the button to resolve the issue.